Manufacturer narrative:
As reported, when attempting to use a precise pro carotid stent delivery system, the stent got caught on the catheter tip, and deployment was not successful. After removing the stent catheter from the patient¿s body, a deployment test was performed, and the stent deployed at that time. The procedure was completed using another precise device. There was no reported patient injury. The device was prepped in the tray, and the tuohy borst valve was closed prior to removing the device. Upon removal, the stent remained constrained within the outer member/sheath. No difficulty was encountered flushing the stopcock or the stent delivery system (sds). The intended procedure targeted a lesion in the cca, which was not located at the carotid bifurcation. The target lesion vessel had a diameter of 9.18 mm and a length of 3.33 mm. A non-cordis sheath introducer was used. The unconstrained stent diameter was 1-2 mm larger than the vessel diameter. The lesion was not calcified, and the vessel was not tortuous. The sds did not pass through any acute bends, and no difficulty was encountered while advancing or tracking the sds towards the lesion. No unusual force was applied during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site, and the lesion was pre-dilated. No difficulty or resistance was noted while crossing the lesion with the device. The user maintained a fixed inner shaft position during stent deployment, and no unusual force was applied during deployment. The device was returned for evaluation. A non-sterile ¿precise pro rx us carotid syst¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The device was received already deployed and the stent was no longer mounted on manufacturing position as it was not returned with the delivery system. No anomalies were observed on the unit. A dimensional analysis was executed to measure the working length of the catheter. During this analysis it was observed that the unit received was within specification. Additionally, the outer member was measured as well, and it was observed to be within specification parameter. A functional analysis could not be performed due to the already deployed state of the unit. Nevertheless, the mechanism mobility was tested, and no resistance or friction was detected. The reported ¿stent delivery system (sds) ¿ deployment difficulty - partial deployment¿ could not be confirmed during analysis of the returned device. The exact cause remains undetermined. Although there was a report of a difficulty to deploy with a partial stent deployment, the stent was not returned for analysis, nor were procedural images provided. It was reported after the stent was removed from the patient; it was deployed by the customer. It is important not to troubleshoot the device when a failure occurs, please allow the experts in the analysis lab to troubleshoot the device in order to determine a root cause for the reported event. Based on the information available for review and analysis of the returned device it is difficult to draw a clinical conclusion between the device and the event reported. The usable length along with dimensional analysis were within specification with no anomalies noted during simulated deployment. Procedural factors, vessel characteristics and handling likely contributed to the reported events. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when attempting to use a precise pro carotid stent delivery system, the stent got caught on the catheter tip, and deployment was not successful. After removing the stent catheter from the patient¿s body, a deployment test was performed, and the stent deployed at that time. The procedure was completed using another precise device. There was no reported patient injury. The device was prepped in the tray, and the tuohy borst valve was closed prior to removing the device. Upon removal, the stent remained constrained within the outer member/sheath. No difficulty was encountered flushing the stopcock or the stent delivery system (sds). The intended procedure targeted a lesion in the cca, which was not located at the carotid bifurcation. The target lesion vessel had a diameter of 9.18 mm and a length of 3.33 mm. A non-cordis sheath introducer was used. The unconstrained stent diameter was 1-2 mm larger than the vessel diameter. The lesion was not calcified, and the vessel was not tortuous. The sds did not pass through any acute bends, and no difficulty was encountered while advancing or tracking the sds towards the lesion. No unusual force was applied during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site, and the lesion was pre-dilated. No difficulty or resistance was noted while crossing the lesion with the device. The user maintained a fixed inner shaft position during stent deployment, and no unusual force was applied during deployment. The device is being returned for evaluation.